Event description:
A customer reported the end of the power cord overheating and causing the bair hugger cord and wall outlet to melt on an operating room anesthesia boom that the cord was plugged in to. The issue with this cord was addressed in a recall that has been closed. The hosp was contacted about the recall, replacement cords were sent in (B)(6) 2010 and the hosp acknowledged they did not exchange the cords. There was no injury reported.

Manufacturer narrative:
No pt involvement. No adverse pt effects were reported. If add'l info is received, a f/u report will be submitted. Conclusions: no eval will be performed.